Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic procedure which was aborted when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the wireless footswitch was experiencing a mechanical malfunction that was preventing its use. It was confirmed that the footswitch was charged and had a new battery installed, but these had not resolved the issue. The fse offered a wireless footswitch replacement, but the customer refused and opted to use their wired footswitch. The system was returned to use in good working order using the wired footswitch. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless foot switch failed to connect. There was no harm or injury reported. Philips has started an investigation of this complaint.